Event description:
It was reported that the patient had surgery the friday prior to the report to relocate their implantable neurostimulator (ins) from one position to another. It was noted that the ins was relocated because, it was on a nerve. The ins was moved over 3 inches.

Event description:
Additional information received reported that out of the blue the generator site was very painful and the patient was unsure what was causing the issues. It was noted that the stimulator was working great. It was noted that the outcome was ongoing with no further action needed. It was noted that interventions included device surgical repositioning. It was noted that no diagnostic methods were used. It was noted that the patient went in for an office visit and reported that the generator site had been sore with no reason. It was noted that the patient was scheduled for implantable neurostimulator (ins) repositioned to relieve the discomfort. It was noted that the event was related to the device or therapy. It was noted that the event was not related to the implant procedure. It was noted that the severity was mild.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received 2014-04-02 via healthcare professional (hcp) medical examination/records and the examination was dated (B)(6) 2014. The records were was follows: the implantable neurostimulator (ins) implant was located in the right upper buttock area. The reason for appointment was back pain. It was noted that it was initially placed (B)(6) 2012. It was noted that the patient had remarkable relief with the use of the ins since that time. The patient stated it had been a life-changer. The patient complained though, over the past week or so prior to (B)(6) 2014 of developing significant pain around the implant itself. This was noted as especially in the morning after the patient got up and throughout the day. It was noted that it seemed worse with walking and when pressure was placed on the right foot and leg. The pain was isolated around the implant itself and did not radiate. There were no complaints of any swelling or bruising and no complaints of any signs of infection. There were no complaints of fever or chills. There was no known injury. It was noted that the pain was quite debilitating for the patient and was severe. It was noted that it felt like "pinching a nerve." The ins continued to work very effectively for the patient. It was noted that no changes had been made with the implant itself. Otherwise, there were no changes to the patient's health. The patient had remained stable on their current medications. The patient did take pradaxa for history of recurrent deep vein thrombosis (dvts). The rest of the medication remained stable. The patient denied any fever, chills or upper respiratory symptoms. There were no complaints of any kind of skin infection. The lower back was well-healed with a midline incision from prior postlaminectomy. There was a well-healed incision over the ins in the right upper mid-buttock area. There was a slight tilting of the ins implant but no signs of infection. There was no warmth or redness. There was no significant swelling. On palpation there was increased pain that was reproduced around the site of the implant itself. Otherwise, the rest of the exam was unremarkable. The ins telemetry was within normal limits and evaluated by the manufacturer representative. It was found to be working very well; it showed no signs of disruption in the lead. The patient wanted a revision as the pain was severe enough. The patient was not likely to respond to any kind of topical treatment. Assessments included: postlaminectomy syndrome lumbar, radiculitis thoracic/lumbar, mechanical complication due to other implant and internal device not elsewhere classified. The patient complained of pain located in the lower back. It was noted that the pain began "years ago." The pain occurred after a motor vehicle accident and was described as shooting. The patient radiated from the lower back into the buttocks. The severity of the pain was 4/10 average, 9/10 max, and 2/10 at least. The timing of the pain was non-specific. The pain was improved by the ins and sitting down. The pain was aggravated by activity and standing. It was noted that overall the pain had increased and interfered with normal routine including walking ability, general activity and sleep. Imaging studies performed included a CT scan. Treatment had included epidural steroid injections, sympathetic blocks and ins. It was noted that non-pharmacologic approaches that had been utilized included biofeedback, physical therapy, psychotherapy, tens, heat therapy and bed rest. Medications that had been utilized included non-steroidal anti-inflammatories, muscle relaxants, and benzodiazepines. The relief that the medication provided was greater than 90% with no side effects. The patient's general appearance was alert, well-nourished and was in no acute distress. The patient was uncomfortable due to pain. It was also noted that "heent" was normocephalic, eom's intact and hearing grossly intact. The skin was warm, dry, no rashes and no suspicious lesions. The heart was a regular rhythm, rate, s1, s2 normal and no murmurs appreciated. The lungs were even, non-labored, no respiratory depression or tachypnea. The cervical spine was normal lordosis, range of motion normal for age and no tenderness along the midline. The lumbar spine surgical would was well healed, non-erythematous and not tender. It was noted that there was loss of lumbar lordosis with diffuse muscle tightness, decreased range of motion, paraspinous muscle tenderness with tightness bilaterally, and loss of lumbar lordosis with diffuse muscle tightness. There was no edema of the extremities. The neurologic cognitive exam was grossly normal, cranial nerves 2-12 grossly intact, motor strength normal upper extremities, and motor strength normal lower extremities. The neck was supple, full range of motion, no cervical lymphadenopathy, and no thyromegaly. The mood/affect was normal, judgment and insight good. There was good eye contact; speech was clear and no evidence of sedation. A review of systems was conducted and the patient denied: fever, headache, lightheadedness, night sweats, sleep disturbances, weight gain, weight loss, cough, hives, itching, rash, blurred vision, diminished visual acuity, flashes of light in the visual field, diabetes, dry mouth, thyroid problems, steroid use, excessive sweating, excessive thirst, heat intolerance, chronic lung disease, shortness of breath with exertion, wheezing, high blood pressure, cheat pain with exertion, fainting, dizziness, liver problems, bleeding ulcers, abdominal pain, blood in stool, constipation, heartburn, nausea, vomiting, anemia, prolonged bleeding, swollen glands, erectile dysfunction, difficulty urinating, gout, pain in feet, osteoporosis, bursitis, carpal tunnel, joint stiffness, swollen joints, nosebleeds, ringing in the ears, trouble swallowing, loss of strength, loss of use of extremity, memory loss, seizures, tremors, anxiety, depressed mood, mental or physical abuse, stressors, substance abuse, suicidal thoughts, chronic infection, infection, chronic ulcers, and rash. The patient admitted: fatigue, environmental allergy, history of mrsa, blood clots, blood thinner, easy bruising, arthritis, aches/cramps, painful joints, hearing loss, stroke, memory loss, tingling/numbness, itching and history of suicide attempts in the 1960's. The patient was a former smoker and drank monthly, one or two drinks. There was no hospitalization history. The treatment included hibiclens liquid 4% as directed. The patient was to shower the night before and morning of procedure with hibiclens 120. The patient was to start mupirocin ointment, 2% with one application. The patient was to swab each "nare" twice a day starting five days prior to procedure. Because the patient had significant pain at the implant they would be scheduled for revision. There were no contraindications based on the exam on (B)(6) 2014 for the patient to proceed with the procedure as directed. The patient was given a prescription for hibiclens and bacroban to use as directed. A release to stop the pradaxa three days prior to procedure was faxed to family practice physician. The patient would follow-up post-operatively for wound checks as directed.

Event description:
Additional information received reported that there was pain at the implant site. The implantable neurostimulator (ins) migrated. The outcome was reported as resolved without sequelae. Diagnostic methods included surgical observation which showed that the generator moved. The event was related to the device or therapy and not related to the implant procedure. The patient stated that the stimulator was working great.

Manufacturer narrative:
Product ID 3487a-56, lot# v949342: product type lead product ID 3778-75, serial# (B)(4); product type lead product ID 3487a-56; lot# v949342; product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4); product type extension (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient came in for an office visit and reported the generator site had been sore with no reason. The patient was scheduled for an implantable neurostimulator (ins) repositioned to relieve the discomfort. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had excellent spinal cord stimulator coverage and pain relief but about 3 weeks prior to the report the generator moved and had been very painful along the inferior or caudad aspect. The area was not red. There was no swelling or other sign of infection or illness. The pain was persistent and unrelieved by physical measures. The patient wanted the device to be revised and moved cephalad and lateral. On (B)(6) 2014 the patient was brought to the or and preoperative antibiotics were put in. The device was moved cephalad and lateral of the location of the moved implantable neurostimulator (ins). The ins was sutured down and the wound was irrigated with antibiotic saline. Impedances were checked by a manufacturer representative. The wound was sealed and the patient was taken to recovery in good condition. On (B)(6) 2014 the patient was continuing to feel well and was having no real issues. The patient had a good appetite and denied having fever, chills, weakness, or fatigue. The site was clean and dry with no signs of infection. The patient was having some soreness at the incision sites but not like the pain prior to the revision. There was no complaint of any bleeding and the stimulator was working very well for them. The wound incision site had mild redness. There was no sign of drainage. The site was minimally tender to palpation. There was minimal bruising and swelling over the ins implant site. The patient was going to continue to watch for signs of infection.